Event description:
Surgeon attempted to implant cochlear nucleus ci612 cochlear implant. Implant did not function properly. A new implant was obtained. Surgeon was able to implant it and verify that it was functioning properly.